Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the eto (ethylene oxide) sterilization strips, which serve as a visual indicator, did not all change color. Quality in terumo (B)(4) was contacted and the pack's sterility was confirmed based on sterilization records. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did cause delay in surgical procedure. There was no patient harm.

Manufacturer narrative:
Terumo did not receive the actual device; therefore, no physical investigation was performed. Terumo load records indicate that the device was sterilized. Eto tape is not verified by terumo; therefore, the root cause of the event is unknown. Terumo will monitor for future issues. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).